Manufacturer narrative:
Information references the main component of the system and other applicable components: product ID: 3889-28, lot# va0kucn, implanted: (B)(6) 2014, product type: lead. Product ID: neu_ptm_prog, serial# unknown, product type: programmer, patient. (B)(4).

Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the patient was experiencing pulsating/uncomfortable stimulation continuously in her butt; she thought her lead had moved. The patient programmer batteries were dead and she could not find any new ones. She was going to call back when she had some new batteries. It was further reported that the patient had injured her back ((B)(6) 2016) when bending down while straddling, picking up a load of wet towels and lifting them into the dryer. The patient spent 6 days in the hospital and had been recuperating ever since. Cat scan, bone scan and x-rays were performed in the hospital. The patient started physical therapy but the therapist told her she needed pain management first. It was noted that the pulsating started gradual at first a couple of times, then suddenly started increasing. Additionally, the patient stated while in the hospital she had a foley because they thought she was having bladder problems. The patient called back and wanted stimulation back on so she would not have to catheterize. The patient was helped to activate program 1 at 0.6 and reported the pulsation was much better. The patient moved and stated she was much more comfortable.

Event description:
Patient stated the vibration was their buttocks region. Patient stated this happened once per day and could feel it and startle patient in left cheek so wondering if this was normal or not or does it meant needed to decrease stim. Patient stated would be walking and all of a sudden feel vibration in left butt cheek.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.